Event description:
Follow-up with site established this as a 2nd degree burn. Reference uf report number: (B)(4).

Manufacturer narrative:
(B)(4). The hospital's biomedical engineering department did internal testing with the generator, foot switch, a pencil from stock and a patient return electrode. The incident pencil was not available. We were told the patient return electrode used for testing was from the same lot number. The incident pad appears to have been saved but because the conductive gel starts to dry once the pad is out of its sealed package, it was not suitable for testing at the time the testing was performed. All devices functioned normally according to the report from the hospital.